Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient's butt cheek went dead. The patient noted he charged the implant two to three weeks prior to the report and used therapy. Since a week prior to the report, the device would not turn on. When the patient used the patient programmer to sync, the patient described the patient programmer batteries replacement indicator message on the patient programmer screen. The patient replaced the batteries in the patient programmer and confirmed the patient programmer was communicating with the implant. It was confirmed therapy was on, the implantable neurostimulator (ins) was at about 75% charge, and the patient programmer was at 100%. The patient stated his butt cheek woke up and shocked him and he was decreasing stimulation. The patient said he was glad his butt cheek woke up. It was confirmed the therapy was on and the patient programmer was functioning. Troubleshooting resolved the reported issue. Relevant medical history included intercostal neuralgia and spinal pain.